Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker device had fairly high power consumption. Boston scientific technical services (ts) suggested to do another scheduled remote monitoring. To date, this device remains in service. No adverse patient effects were reported.